Event description:
--

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited atrial pacing impedance measurements greater than 2000 ohms. There was no evidence of noise. Technical services discussed the options of continued monitoring, device reprogramming to vvi, or replacing the lead. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the field indicating the patient will continue to be monitored at this time. Should additional information become available this event will be updated.

Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this event will be updated.